Event description:
In 2007, the customer reported to bsc that during a hemostasis procedure (pt gender & age unknown), the resolution clip was very "difficult to open and were almost impossible to close". "The clipping device did grasp some tissue in the stomach, but failed while closing". This issue occurred once after this device. The procedure was completed with a competitor's device. According to the customer, a minor bleeding occurred at the bleed site, but add'l care was not required. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A DHR investigation revealed no deviation; of the device specifications, production process specifications, the quality assurance procedure and specifications. All other acceptance records demonstrate the device was manufactured in accordance with the device master record. Please note associated medwatch report 6000048-2007-00081.